Event description:
It was reported the omnipod 5 personal diabetes manager experienced a thermal event that resulted in the charging cord being burned and melted on one end. It is unknown if the patient was using an insulet provided charging cable. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#(B)(4) was implemented. We are unable to confirm or determine the root cause of the reported thermal event, as the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.